Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard unit from lot number 4162507. The unit was received retracted with the needle cover and catheter adapter separated from the device. The unit was inspected for damages to the barrel, needle hub, spring, or needle but no damages were discovered. The cannula was placed back into initial position and was able to retract successfully with no defects discovered. No damages were observed to the catheter adapter that may difficulties during retraction. Your reported issue could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
Additional information- "there was no harm to anyone.". E/f codes updated.

Event description:
Additional information- "there was no harm to anyone.".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: we have had 2 issues with the needle not retracting with the bd insyte autoguard 24 ga x 0.75in.